Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited pacing impedance out of range. No programming changes made were reported. No patient consequences were reported.